Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 04/14/2014 - medical records received. Upon revision yellow clear fluid and black material was found. The information received does not change the MDR decision. This complaint was updated on: 05/14/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 02/11/2015- litigation papers received. Litigation papers allege pain and excessive metal ion levels. The stem and adapter sleeve are being added due to elevated metal ion levels being reported. The complaint was updated on: 02/24/2015.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2006. She has experienced excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant.